Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a routine generator change. It was noted that an insulation breach was observed on the right ventricular lead during the procedure. The physician planned on implanting a new lead but was unable to do so due to the patient's vein being occluded. The lead parameters were stable. The lead remained implanted. The physician's plan was to perform a vascular study prior to determining a course of action. The patient was stable before, during and after the procedure.